Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . Device primed properly during testing. No prime anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was monitored for 5 days. No blank display noted. The motor functioned properly during testing. No drive anomaly noted. No missing piece noted on the motor assembly. However, during visual inspection, the electronic assembly and the motor had moisture damage. Device had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump was not working and piston was not moving up. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer stated the little thing the grey piece in the insulin pump came out to press insulin in the insulin pump moved then stopped and then not pushing any insulin out. Customer stated insulin pump did not get the no delivery alarm and they were assisted with troubleshooting and they declined. The insulin pump will be returned for analysis.